Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's device was emitting tones. Device interrogation revealed a shocking impedance measurement greater than 125 ohms. A review of the device data identified impedance measurements were within normal limits for the most recent delivered shocks. No adverse patient effects were reported.